Manufacturer narrative:
On sep 20, 2022, additional information was received indicating the device is a mentor memorygel xtra breast implant, catalog number shpx700, serial number (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The lot number provided (775057) for the impacted product is not a valid lot number for a mentor gel breast implant. Therefore, a manufacturing record evaluation (mre) review cannot be performed. If a valid lot number becomes available, the mre review will be performed. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast reconstruction with a mentor memorygel breast implant and experienced an infection on the left side post-operatively. As a result, the patient underwent removal on (B)(6) 2020. The device was replaced at a later date.